Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information.    Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio replaced the therapy connector and cable for customer satisfaction and as a precaution. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control reviewed the device data and verified the reported issue. Physio performed a clinical review and determined device contribution to the patient's outcome is unknown. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device intermittently would not detect the patient through the defibrillation therapy cable during a patient event. In this state defibrillation therapy would be delayed or unavailable if needed. This issue is patient related. The patient did not survive.